Manufacturer narrative:
The device was evaluated and there were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack, chip and had white clouded area. Adhesives around objective lens had white-clouded area. Adhesive around light guide lens had white-clouded area. Switch one (1) had a scratch. Scope connector had a scratch. Scope connector cover had a crack. Suction cylinder and forceps channel port was shaved. The distal end cover had a scratch. Connecting tube had a cut. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The device was returned by the customer as part of inspection request. An evaluation of the returned device revealed, the nozzle of the gastrointestinal videoscope was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material being larger than the inner diameter of the air / water nozzle, flowed and got clogged inside the air / water channel. Though, a specific cause of foreign material flowed inside the channel could not be identified. Olympus will continue to monitor field performance for this device.